Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not able to charge as the ipg was not coupling at all. Fluoroscopy of ipg was taken and showed some coils and a black bar with no writing. X-ray also confirmed that ipg was not flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc- 1132 (sn (B)(4)) the complaint was not verified. In the lab, there was no issue coupling the spectra ipg with a charger, which was charged to 3.96 volts in one cycle, and regained its functionality. The battery depletion rate was within the expected range, 2.76 mv. There was no excessive battery depletion when the device was turned off. This result attested that the device is capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was not able to charge as the ipg was not coupling at all. Fluoroscopy of ipg was taken and showed some coils and a black bar with no writing. X-ray also confirmed that ipg was not flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was not able to charge as the ipg was not coupling at all. Fluoroscopy of ipg was taken and showed some coils and a black bar with no writing. X-ray also confirmed that ipg was not flipped. The patient will undergo a revision procedure.